Event description:
Journal reference: vidailhet et al. "Bilateral, pallidal, deep-brain stimulation in primary generalized dystonia: a prospective 3 year follow-up study" lancet neurology/2007/6/3/223-229. The article describes the results of a prospective 3 year follow-up study involving 22 patients being treated with bilateral pallidal deep brain stimulation (dbs) for symptoms related to primary generalized dystonia. The objective of the study was to asses the long term effect of pallidal stimulation. A number of complications were included in the results. A female patient (11) experienced an infection in the parietal region at the connection between the electrode and extension lead. After the initial treatment with antibiotics the patient experienced a scalp erosion and the infection spread to the electrodes and the entire system was removed at 29 months post implant (ipg, leads n=2 and lead extensions n=2).